Event description:
Additional information received indicated the patient and his family requested to have the drg system removed. No further information is available at this time.

Manufacturer narrative:
(B)(4)

Event description:
Patient has 3 leads implanted of the same lot number. It was reported that the patient experienced left leg weakness following implant procedure of drg leads (reference MFR #3008829311-2016-00220). Physician believes the left leg weakness is related to l1/l2 lead placement. Also, it was noted that physician is currently monitoring patient and believes issue will resolve on its own over time. No intervention is planned at this time.

Event description:
Additional information received indicated that the product was explanted.